Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The event log noted a system message twice. The cpc connectors were difficult to connect and were replaced. The scissors and viscous fluid control (vfc) injection pressures were tested and were within specifications. Preventive maintenance was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).

Event description:
A biomedical engineer reported that during surgery, the vitrector would not inject and the scissors would not come together. The surgery was completed by doing the vitrectomy manually. There was no harm to the pt.